Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2016-01836, 1627487-2016-01838. The patient has two leads. As it is unknown which lead was explanted in the previous surgery (reference MFR. Report: 1627487-2015-10273), all possible lots are being reported. It was reported the patient was unable to initiate stimulation. Diagnostic testing indicated multiple high impedance contacts. Reprogramming was unsuccessful in restoring low back stimulation. Surgical intervention is planned as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2016-01836. Reference MFR. Report: 1627487-2016-01838. Follow-up identified the patient underwent surgical intervention during which the leads were explanted and replaced. Effective stimulation was restored post-operatively.